Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had had a primary total knee approximately 3 years ago at another hospital. Original surgeon used a universal baseplate and a ts insert.. He used a primary ps femur. The femoral component loosened. It was removed and replaced with a ts femoral component. Surgeon alleges no defects of the components and suggested patient factors may have contributed to the loosening.